Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (3 mg/ml at 0.2 mg/day) and bupivacaine (3 mg/day at 0.2 mg/day) via an implantable pump for spinal pain. It was reported that the patient had experienced persistent discomfort at the pump pocket site due to superficial placement. There were no environmental /external/patient factors provided that may have led or contributed to the issue.  It was noted the pump and catheter were functioning appropriately. No device concerns were noted/reported.  The physician opened the pump pocket and re-implanted the pump deeper into the subcutaneous tissue. It was noted the issue was resolved.